Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with infiltrative keratitis in the right eye, two and a half months following lasik surgery. Topical steroid dosage was increased to treat the event. The patient stated "it feels like something might be in the right eye". Additional info was requested.